Manufacturer narrative:
Device available for evaluation: yes, return to manufacturer on: 6/24/2019. Device returned to manufacturer: yes. Device evaluation: the lens returned with both lens haptics detached. Visual inspection using magnification was performed. One detached haptic was observed distorted/bent, confirming the reported issue. The other haptic was not returned. The reported issue was verified. However, the lens unit was handled, implanted and removal in the same surgical procedure. No product deficiency was identified. The reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens did not unfold correctly, the haptics broke when the surgeon wanted to remove it from the patient's left eye. Another lens was then implanted. There was no other surgical intervention required, and there was no patient injury reported. The patient did not have any pre-existing conditions or related illness. All information available submitted.